Event description:
It was reported the patient experienced discomfort at her waistline due to the location of her ipg. Subsequently, the patient underwent surgical intervention on (B)(6), where her ipg was explanted, replaced and relocated. The reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.